Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had issues with two sensors stuck in serter and one with missing electrode. It was reported that the sensors would be replaced and returned for analysis. No further information provided.